Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to obtain contact information to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. Neurological changes and hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Linked events: 2029214-2017-00534 2029214-2017-00535 2029214-2017-00536.

Event description:
Citation: ¿embolization of cerebral arteriovenous malformations with onyx: clinical experience in 44 cases¿ luan li-ming , ge ming-xu, x ue yan, pang qi, li guo-xin shandong provincial hospital , jinan 250021, p . R. China effective embolization was achieved in all 44 cases. Mild hemiparalysis happened in 2 cases, in which the hemiparalysis was markedly improved after administration of vasoactive medicine to enhance the microcirculation. Intracranial hemorrhage happened in 1 case, in which mild hemiparalysis remained after immediate hematoma removal via craniotomy.